Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during revision of an accolade 2 stem, 36mm+5 head, trident cup when head was removed from stem there were black debris noticed on stem trunion and in the femoral head.

Manufacturer narrative:
Reported event: an event regarding fretting and corrosion involving a accolade stem was reported .the event of fretting and corrosion was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection of the returned device noted the following: visual inspection was performed as part of the material analysis report mar. Biological material was observed on the porous coating of the stem. Debris was observed on the stem trunnion, a material analysis report was completed. The debris on the stem trunnion was consistent with a corrosion product, and oxide, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device noted the following: visual inspection was performed as part of the material analysis report mar. Biological material was observed on the porous coating of the stem. Debris was observed on the stem trunnion, a material analysis report was completed. The debris on the stem trunnion was consistent with a corrosion product, and oxide, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during revision of an accolade 2 stem, 36mm+5 head, trident cup when head was removed from stem there were black debris noticed on stem trunion and in the femoral head.